Manufacturer narrative:
The investigation was completed on 12-mar-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31770660l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded; therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a qdot micro catheter and an irrigation issue (device used in patient) issue was observed. The qdot micro catheter was flushed before insertion into the patient, which worked without any problems. The catheter was inserted into the patient at a continuous flush rate of 2 ml/h. Zero adjustment was successful. The catheter was placed in the ablation region and a message appeared on the ngen "temperature too high". The catheter was removed from the patient again. Attempted to flush the catheter. Catheter could no longer be flushed. Manual manipulation attempted with syringe outside the patient without success. Product replaced and new product worked perfectly. Procedure performed successfully without consequences for the patient. The procedure was not delayed due to the reported issue. Additional information was received. The correct catheter settings were selected on the generator. No ablation took place.